Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: carto 3 system: (catalog # fg540000, serial (B)(4)), pentaray catheter: (catalog # d128208, lot # unknown), soundstar catheter: (catalog # 10439011, lot # unknown), cs catheter: (catalog # d135304, lot # unknown). Concomitant non-bwi products: st. Jude medical brk-1 transseptal needle; st. Jude medical agilis 8.5 french sheath; st. Jude medical sl1 sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, while in the recovery room, a pericardial effusion was detected. Pericardiocentesis yielded 250 ml. Patient was stabilized and transferred to the coronary care unit (ccu) for observation. Patient required 3 days of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Medical history includes hypertension, dyslipidemia, lateral wall ischemia (during stress test), and heart disease. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the needle may have been advanced too far during transseptal puncture, although he is uncertain how the effusion occurred. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk1 transseptal needle. Sheaths included a st. Jude medical agilis 8.5 french sheath and a st. Jude medical sl1 sheath. Generator was set on power control mode with power cut-off at 50 watts, temperature cut-off at 40 degrees celsius, and impedance cut-off at 250 ohms. There is no information regarding generator settings at the time of injury. Power was not titrated during ablation. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury. Irrigated catheter flow was set on 8 ml/min while ablating at less than 30 watts and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. The thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the pentaray catheter in the left atrium. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.